Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a patient with a thick flap following lasik.

Manufacturer narrative:
During a onsite visit, the field service engineer verified flap thickness and successfully completed system verification to specification. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).